Manufacturer narrative:
The actual devices in the incidents were discarded and were not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test. There has been no other complaints of this nature against the reported part. No specific conclusions can be drawn.

Event description:
As reported by the user facility: three incidents of leaking IV solution admixed w/ chemo therapy drugs. Cisplatin on one occasion and etoposide on the other 2 occasions. All 3 sets leaked where the tubing attaches to the cassette portion. Two incidents occurred while inside the pump during drug infusion. The 3rd incident occurred when he admixed drug was received and the tubing was wrapped with a rubberband, the IV bag was wet when assessed the leak was observed at the region previously described. Additional information provided by the facility indicated there has been no further incidents and no one had suffered any adverse sequela associated with the reported incidents. All samples were discarded and will not be returned for evaluation.